Event description:
A pump replacement due to motor stall was reported. It was noted that the current stall had not recovered. However, the stall was no longer in the logs as they had updated the pump numerous times. When read, the pump indicated it was stalled and the logs went back to early november, leading to the assumption that the stall happened sometime around then. It was unknown if there were multiple stalls prior to this one, but the current one had apparently been stalled for a number of days before someone stopped the pump. Cause of stall was also unknown. Patient seemed fine when queried weeks after the pump stall; and had been on oral baclofen for some time. Drug delivered via the pump was compounded baclofen.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(4) 2007, explanted: unk. Final analysis of the device revealed motor corrosion and feedthru anomaly. (B)(4).

Event description:
Additional information: it was reported that patient experienced increased tone; had no specific adverse events due to unrecovered motor stall, "pump malfunction." In addition to the pump, the connector was replaced, 36cms of catheter added. Patient was hospitalized for the replacement; following replacement patient recovered without sequela. Baclofen 5,500mcg/ml was delivered via the device at a daily dose of 120mcg.